Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 5-13-1531 was confirmed. On 24-oct-24, syringe was received unboxed and with paperwork. Error code 5-13-1531 whenever unit is powered on. Unable to download logs due to no auto i.d. For pcu to communicate with units. Units were reloaded and passed functional testing. Calibration in field was possible interrupted causing failure. Devices will be kept by op¿s lab for further investigation. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 5-13-1531. There was no patient involvement.

Event description:
It was reported that the device had channel error 5-13-1531. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c19 annex d: d14 additional information: annex c: c10. Annex d: d15.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error 5-13-1531. There was no patient involvement.